Event description:
The pt had been on chronic antibiotics for about a year for coag negative staph infection from her driveline. This admission the pt grew corynebacterium from her blood. This was concerning for a device infection, not just a driveline infection. The pt had been extensively discussed in vad committee about management and the decision was for a vad explant. The pt went for an explant on (B)(6) 2018 and bovine patch pericardial repair of left ventricular pseudoaneurysm with subsequent take-back on (B)(6) 2018 for chest closure. Intraoperative cultures returned with the same organism was prior in her blood. She remained on postoperative antibiotics. Postoperatively, she was slowly weaned on her inotropes, eventually coming down to 0.02 mcg/kg/min epinephrine and 0.375 mcg/kg/min milrinone. On (B)(6) 2018, the pt started to decompensate requiring more inotropic support. Echo was suggestive of worsening left ventricular function. The pt would need emergent device implantation for support. After extensive discussion with her family, the decision was not to proceed with another vad in light of her stated wishes. The pt lost pulses, underwent alcl, but was unable to be revived and pronounced at 1520.